Event description:
The customer reported a pre-charge voltage error message. This error will prevent the sys from booting, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.